Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle optium neo meter were reviewed and the DHR freestyle optium neo meter passed all tests prior to release. The dhrs (device history review) for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Testing on retained recision strips was performed and all units were performed in specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported unspecified lower values when testing on the adc device compared to an hcp meter. As a result, the customer experienced general weakness, dizziness, and a seizure, and was provided glucose water and pear by the husband for treatment no further information was provided. A glucose test of 112 mg/dl was obtained; however, no hcp glucose test values were reported. There was no report of death or permanent injury associated with this event.